Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did meter to lab comparison within approx 5 mins of each other. Her meter reading (capillary) was 265 mg/dl, and the lab test (venous) result was 375 mg/dl. She did not recall specifics since the tests were done a month ago. No symptoms were reported. Due to unavailability of supplies, a control solution test was not done.